Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the hub of the et tube kept popping off and disconnecting the patient from the ventilator. Patient was on high ventilator settings, peep of 12 and 60% fio2. Interventions included cleaning and replacement which were unsuccessful. Patient required a tube exchange by anesthesia". It was reported there was no injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed based on the information received. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the hub of the et tube kept popping off and disconnecting the patient from the ventilator. Patient was on high ventilator settings, peep of 12 and 60% fio2. Interventions included cleaning and replacement which were unsuccessful. Patient required a tube exchange by anesthesia". It was reported there was no injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned the et tube, a connector, and a 10mm syringe. Visual examination of the returned device revealed that there is adhesive on the proximal end of the et tube. The connector was not attached to the tube. The returned connector is not the correct connector for the returned et tube. The et tube is a sheridan 7.0, while the connector is for a rusch 8.0 et tube. The connector was found to be damaged at the spot where it connects to the tube. The connector would not stay attached to the et tube since it is the incorrect size. No other defects or anomalies were observed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The reported complaint of "tube kept disconnecting" was not confirmed based upon the sample received. The returned connector was not the correct connector for the returned et tube. Since the et tube and connector did not match, the root cause of this complaint issue could not be determined.

Event description:
Customer complaint alleges "the hub of the et tube kept popping off and disconnecting the patient from the ventilator. Patient was on high ventilator settings, peep of 12 and 60% fio2. Interventions included cleaning and replacement which were unsuccessful. Patient required a tube exchange by anesthesia". It was reported there was no injury to the patient. Patient condition reported as "fine".